Manufacturer narrative:
Concomitant products: boston scientific obtryx: (B)(6) 2006, ethicon gynemesh: (B)(6) 2009, american medical systems monarc: (B)(6) 2009.

Event description:
The patient was reportedly implanted with a boston scientific obtryx on (B)(6) 2006 at (B)(6) medical center, (B)(6) by dr. (B)(6). The patient was also reportedly implanted with a cook biodesign or surgisis 4-layer tissue graft, an ethicon gynemesh and an american medical systems monarc on (B)(6) 2009 at (B)(6) medical center, (B)(6) by dr. (B)(6) (cook and ethicon) and dr. (B)(6) (ams). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.